Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system change out, the physician had difficulty with left ventricular lead. After several attempts, the lead was placed successfully, then the stylet could not be removed. The lead was removed and a new lead placed successfully. The patient was in good condition post procedure.